Event description:
The tip of the scissors broke in a patient. It took some time to find the piece.

Manufacturer narrative:
(B)(4). In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Visual examination revealed that the break is consistent with being broken while in use. There are no indications of corrosion, material or craftsmanship defect. It was observed that the application of the cutting edge is inconsistent with the practices and policies of the original manufacturer, the edge was flat (no angle) and was applied approximately 9mm past the tungsten carbide insert. Root cause for the reported issue can be attributed to mechanical overstress. Cause of mechanical overstress cannot be determined at this time, but may include but not limited to the device being modified by an unknown source. A review of the device history record did not detect any aberrations during manufacturing. A review of the device history record did not indicate any issues that would have contributed to the reported failure. The device showed evidence that it was modified by an unknown source. A CAPA will not be initiated at this time.